Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the first pod packing coil (podj)¿s pusher assembly. The pusher assembly was fractured approximately 64.0 cm from the proximal end and kinked in multiple locations throughout its length. The embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. The embolization coil had offset coil windings throughout its length. Conclusions: evaluation of the returned devices revealed the non-penumbra microcatheter was kinked in the proximal shaft and ovalized in multiple locations along its distal shaft. This damage likely contributed to the resistance experienced while advancing the podjs through the microcatheter. Further evaluation revealed both pusher assemblies were kinked, both embolization coils had offset coil windings, the first podj¿s pusher assembly was fractured, and the first podj¿s embolization coil was detached from its pusher assembly. This damage likely occurred due to forceful manipulation of the podjs against resistance. Fracture of the pusher assembly may allow the pull wire to retract out of the distal detachment tip (ddt), which would allow the embolization coil to detach. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00169.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coil). During the procedure, while attempting to advance a podj coil through another manufacturer¿s microcatheter, the physician experienced slight resistance and the podj coil would only advance 6 to 8 inches into the microcatheter; therefore, it was removed. The physician then attempted to advance a new podj coil through the same microcatheter; however, similar resistance was encountered and the podj coil would not advance through the microcatheter. Therefore, it was removed and the procedure was completed using two pod8 coils, one ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.